Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump insulin does shoot out when priming. Customer¿s blood glucose was unknown. Customer stated that customer had to rewind pump more than once twice in the last year, slower rewind. Insulin pump will not be returned for analysis.